Manufacturer narrative:
H3/h6: two used device was returned for analysis. The devices were visually inspected; there were no damages or anomalies observed. The cassette was filled with 100ml of water using an ICU medical provided syringe. A leak was observed at area side "b" of the cassette bag seam. This condition was observed for both cassettes. The reported issue was confirmed and the failure mode observed was leakage. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
The customer was reported that the cassettes were found leaking during compounding of order. The leaks were detected from the cassettes bladder during airing out after addition of hydromorphone and saline.there was no patient involvement and harm. Evaluation of the returned device confirmed the reported issue of leaking through testing.